Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that there is stent damage towards the distal end. This type of damage is consistent with force/resistance being applied to the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no issues with the hypotube and with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2016. It was reported that crossing difficulties was encountered. The 90% stenosed,18x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.